Event description:
The customer reported that the battery failed to charge. Failure of the ac power module would prevent the unit from power up on ac power, as well as prevent the battery from charging.

Manufacturer narrative:
The service engineer confirmed that replacing the ac power module resolved the reported issue.